Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of inappropriate shocks in more than one episode. Review of the stored episodes noted that the rhythm changes to lower amplitude with slight rate increase. It was unknown if the rhythm was atrial flutter or tachycardia with aberrancy. Exercise testing was performed and the primary sensing vector was reprogrammed to alternate and monitoring will be continued. No adverse patient effects were reported. This device remains in service.